Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon was using a non-medtronic surgical table with radiolucent non-medtronic spine frame attachment. The head and feet move independently, subsequently, when the head was lowered and the feet were not, it changed the accuracy of the navigation. Three screws were placed well and one was placed into the nerve root. The site used non-medtronic screwdrivers on the navlock trackers to place the screws. It was reported that all screws were originally placed using a navigation system and imaging system navigation. The surgeon used a c-arm to re-position the misplaced screw into a safer location. This extended the case roughly 30-45 minutes. The surgeon used the c-arm, o-arm, and intra-op monitoring to confirm the misplaced screw. The surgeon completed the procedure with the use of the navigation system.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015. Statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
Patient identifier not made available from the site. On 06/16/2015 investigation finds the site used non-medtronic screwdrivers on the navlock trackers to place the screws. A medtronic representative, following-up at the site, reported this was a difficult case due to patient size, sclerotic hard bone, as well as mis approach. Misplaced screw was the last screw to go in, once the surgeon lowered the bed to get better leverage. Estimated the misplaced screw was 2-3 centimeters off. The medtronic representatives discussed the variables with the surgeon and the surgeon agreed not to use the non-medtronic drivers, or move the table, for the duration of the evaluation. The site was instructed on how movement of the patient post scan may lead to inaccuracy. The medtronic representatives attended two more navigation system/imaging system eval cases with this doctor, both went perfectly smooth. The surgeon used the patient table at a specific height and the medtronic representatives adjusted the o-arm around it. The surgeon agreed that the bed movement was a source of error for his first case, reported in this case. On 06/28/2015 software investigation completed. Findings are that the patient was moved after taking the navigation scan. The frame to patient relationship changed, invalidating the registration. Software is functioning as designed. Use error. On 07/15/2015 a medtronic representative, following-up at the site, reported the surgeon explained that the patient experienced numbness and pain in her lower leg which went away over the course of one week. No parts have been received by manufacturer for analysis. No further issues have been reported.